Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was moved to another hospital. The patient was on meropenam (meronem), but did not respond to it. The effluent was very turbid although the patient felt ok through the physical activity. The patient had no symptoms of nausea, vomiting or stomach-ache, but the turbid effluent was considered to be a manifestation of the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The same day the patient was treated with vancomycin 1 gram (route, frequency and duration not reported) and meronem 1 gram injection ¿next exchange¿ every 5th day and ¿in next bag 500mg in each exchange¿ (duration not reported). The cause of the peritonitis was unknown. On an unreported date the pd catheter was removed due to ¿internal problems.¿ at the time of the report the patient was recovering from the peritonitis event. No additional information is available.